Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.

Event description:
Study. Device malfunction: none. Symptoms/ae: myocardial infarction, death. Time of symptom: 3-day post procedure. It was reported that the patient underwent a successful implanting of an acculink stent in the right internal carotid artery (in 2007). Three days later the patient experienced a myocardial infarction with elevated enzymes and a day later (four days later) developed acute pulmonary edema secondary to acute coronary syndrome. The patient received nitroglycerin, beta-blockade and morphine sulfate and was placed on oxygen therapy, but requested not to be intubated for mechanical ventilation. The patient expired five days later. No additional information available.